Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pop vessel. A 5.0mm x 20mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.